Event description:
It was reported that sharps coll troly foot-op 9gal recykleen wire was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: this is a report about a damaged wire of sharps collector. According to the customer's report, the wire connecting between the cart and slide was damaged.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. Additional attempt to get more information was made, however, the customer confirmed in the initial notification that no additional information was available. According to the DHR review process, the result showed there were no issues reported like trolley defective during the manufacturing process. A review of the ncmr¿s was performed; the result showed there were no issues reported like trolley defective for the same part number throughout the last twelve months. In accordance with this investigation and lack of information provided by the customer (sample) this is a known failure mode (loose wire) because it was reported in several complaints in the past, the failure mode was confirmed like a failure in a component bought (foot pedal mechanism) to supplier. As part of this investigation, a review of customer complaint records was performed; according with the cc¿s records, seven additional complaints were received throughout the last twelve months for the same part number and issue. In the previous complaints it was concluded that the failure mode is related to the manufacturing process. And it was confirmed that after the implementation there were no complaints reported for the same issue. Based on this investigation, it was confirmed the root cause like a failure mode related to the manufacturing process because the issue was already known in the process due to a supplier issue detected within the manufacturing process (the crimping on the rivet of foot pedal mechanism it wasn¿t done correctly).

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll troly foot-op 9gal recykleen wire was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: this is a report about a damaged wire of sharps collector. According to the customer's report, the wire connecting between the cart and slide was damaged.